Manufacturer narrative:
The suspected sample was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection battery compartment cracked, battery door missing, dso seal degraded and missing 2 screws in front case were found. Upon functional testing latch lock test failed. Latch lock, latch handle, and latch flex sensor. Event history log was reviewed. High alarm cassette locked but not latched was noted. The reported event was confirmed. The probable root cause of the reported issue is unknown. Performed (dso) downstream occlusion/ (uso) upstream occlusion sensor calibration, and unit passed all functionality tests.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump reported that during testing the pump reported ¿cassette not attached¿ alarm. There was no patient involvement and no patient harm reported.